Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet exhibited extreme battery depletion with very frequent sensor issues after initiation of use, and a replacement was determined to be needed; the device¿s functionality and water resistance were in question, and the affected unit was identified as involving the battery component and characterized by premature battery discharge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and care team and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.